Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced access site bleeding requiring intervention and device malpositioning leading to explant. The patient presented to the emergency room with shortness of breath and dizziness. The patient was taken to the catheterization lab with st elevation in the anterior leads. Angiogram revealed total occlusion of the proximal left anterior descending artery. Percutaneous coronary intervention was performed and the patient decompensated. The decision was made to implant an impella cp which was successfully completed, and angle matching was completed in the catheterization lab before transporting the patient to the unit. The groin was dry and intact at this time. Approximately 20 minutes after being in the unit, there was oozing. Partial thromboplastin time (ptt) was greater than 200 seconds and mean arterial pressure (map) was greater than 90. The physician decided to hold heparin until ptt was therapeutic and started a nitroglycerin drip to get the blood pressure and map down. The grind was redressed with a new angle match in place and surgi-cell was applied to the site as well. The access site was checked the following morning, and the site was again dry and intact and no hematoma. Additionally occurring during this impella implant experience, the patient had hematuria. The pump was moved back and was interfering with the anterior mitral valve leaflet. The impella cp device was advanced. However, it appeared to be stuck in the papillary muscle and unable to reposition out of it. Subsequently, the patient was taken to the catheterization lab for impella cp explant which was completed without incident. Post check it was noted, urine output cleared after adjustments. There was no more hematuria and the patient survived the procedure.